Event description:
A report was received through the us specialty pharmacy ((B)(4)) that an optineb smoked when the pt turned it on. The optineb did not appear to mist, but had smoked. The reporter did not know which optineb smoked when it was turned on. MFR report #: (B)(4). Initial reporter: consumer, reporter details withheld, USA. Device manufacture date: 11/2010.